Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 105-200mg/dl fasting. Verified test strips expire 11/30/2017. Customer's test strips are being stored in the kitchen and opened vial date is (B)(6) 2015. Reviewed meter memory 160 mg/dl (B)(6) 2015 09:18:00 am, fasting: yes. 112mg/dl (B)(6) 2015 08:40:00 am, fasting: yes. 111mg/dl (B)(6) 2015 08:38:00 am, fasting: yes. 196mg/dl (B)(6) 2015 10:58:00 am, fasting: yes. 111mg/dl (B)(6) 2015 08:00:00 am, fasting: yes. The customer is concerned about a result of 300 mg/dl on (b)(46) 2015. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 105-200mg/dl fasting. Verified test strips expire 11/30/2017. Customer's test strips are being stored in the kitchen and opened vial date is (B)(6) 2015. Reviewed meter memory 160 mg/dl, (B)(6) 2015 09:18:00 am, fasting: yes. 112mg/dl, (B)(6)2015 08:40:00 am, fasting: yes. 111mg/dl, (B)(6) 2015 08:38:00 am, fasting: yes. 196mg/dl, (B)(6) 2015 10:58:00 am, fasting: yes. 111mg/dl, (B)(6) 2015 08:00:00 am, fasting: yes. The customer is concerned about a result of 300 mg/dl on (B)(6) 2015. No adverse event reported. The customer's son is calling on behalf of the customer. The customer stated that she has noticed that the meter is giving her high results a couple days ago (B)(6) 2015.